Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie lid was elevated to an extent that it caused the drawer to become misaligned. A field service engineer, suggested to place an additional 2x3 cubie in the position directly behind the current one and divide the med between the two cubies to resolve the failure. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, device experienced a drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.